Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient¿s implantable cardiac monitor (icm) exhibited noise oversensing. No intervention or procedure were reported. The patient had no consequences.